Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should have been reported as: the manufacturer received information alleging a ventilator inoperative condition occurred. There was allegation of hospitalization. A few days later it was confirmed the patient passed away. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b1, b2 and section h- health impact code has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was allegation of hospitalization. A few days later it was confirmed the patient passed away. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the vent inoperative was confirmed in the error log, it could not be reproduced. The device passed all testing.